Manufacturer narrative:
An outside laboratory also performed antibody screening with ortho screening cells (0.8%) using gel technology. Positive reactions (1+ to 2+) were observed on s positive cells. No testing was performed using tube testing. The package insert, however, instructs the user to perform testing using the tube method. The package insert further warns the user that false results are possible if there are deviations from recommended test procedure. The event is most likely the result of user error.

Event description:
Customer reported unexpected negative reactions with cell ii, heterozygous s cell, of panoscreen ii, when testing a patient with a history of anti s. Gel technology was the method used. Antibody identification testing was performed using panocell - 20. Testing results were 1+ to 2+ on s positive cells, also using gel technology.